Event description:
It was reported that the patients' right knee was revised due to gross instability. The surgeon commented that the tibial component was loose.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown size 6 universal tibial baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. : not returned to manufacturer.